Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, a fam map and a sound map was performed and was verified accurate by fluro and ultra sound. A achieve cyro was introduced and immediately the maps were shifted verified by us and fluro. The patient is under general anesthesia and did not move. No errors on carto. More contours were taken from the soundstar and the contours matched the original map. It was advised that a new study be made using the default template but the physician did not commit. The clinical account specialist stated that the achieve catheter was out of the mapping area when the customer had this issue and this was an operator error. The system was not replaced. They had another similar case and there were no problems or issues. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a fam map and a sound map was performed and was verified accurate by fluro and ultra sound. A achieve cyro was introduced and immediately the maps were shifted verified by us and fluro. The patient is under general anesthesia and did not move. No errors on carto. More contours were taken from the soundstar and the contours matched the original map. It was advised that a new study be made using the default template but the physician did not commit. Multiple attempts were done to request for further details of the event. However no additional information has been provided.